Event description:
Additional information became available that there was another low out-of-range (oor) shocking impedance for this patient. Boston scientific technical services (ts) was consulted and stated it looked like electromagnetic interference (emi). The patient is a greeter at (B)(6) and has been advised to stay away from the security at the front door. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. The patient was seen by his physician, checks were run to determine lead viability, and there were no additional out of range impedances noted. The physician plans to leave as is and no intervention will be done. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--